Event description:
Physician received a shock while using conmed electrocautery unit to cauterize bleeding vessel during surgery. Patient did not receive shock only md. Left hand 2nd finger burned and caused numbness that did resolve.